Manufacturer narrative:
An event of device embolized into the patient's left atrium was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The defect dimensions were 23mm/24mm. The sizing of the device was determined via computed tomography (CT) and echocardiography. The device had good compression in the axis with separation between the disc and lobe. After the device was placed, the tug test was performed, and it was confirmed the device was positioned well. The device was released from the delivery cable and the procedure was concluded. 6 hours after implantation, x-ray of the lungs showed that the device embolized into the left ventricle. The device did not cause partial or complete obstruction of blood flow. The patient was stable and in sinus rhythm. On the same day, the device was retrieved using a lasso percutaneously with a trans-septal puncture. The patient was reported as stable.